Event description:
A malfunction alarm labeled as "malf 8" was reported by the customer, and there were no notable events preceding this issue. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer opted to use multiple daily injections as a backup therapy, while tandem technical support arranged to replace the malfunctioning pump. The customer was instructed on how to put the pump into storage mode before returning it using a prepaid label within ten days.